Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was unknown. Customer stated pump had full black screen and was exposed to extreme temperature. Customer was advised to stabilize at room temperature for more than 30 minutes. Customer stated that s test is not possible. The customer was advised that we are sending replacement pump. The customer was asked verbally and in written form to return broken pump for analysis.